Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 63, keypad unresponsive/button error alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring - black. Customer returned pump for an alleged pump error 63 as well as a unresponsive keypad found on (B)(6) 2021. Pump passed displacement test. Pump error 63 alarmed during self test. No alarm anomalies noted during testing. Pump passed the keypad voltage test. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history on (B)(6) 2021 at 8:32 and 8:35 download due to broken trace u1 pin6 on keypad assembly. No unresponsive keyboard/stuck button alarm found in the pump history download, however, buttons on keypad were sometimes unresponsive. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace and loose solder joint was found on the u1 pin 6 keypad assembly. Customers alleged unresponsive keypad was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.